Manufacturer narrative:
Philips cannot rule out a failure to alarm for brady. It is not known if ECG alarms were switched off since the device was configured to allow users to switch ECG alarms on and off. It could not be confirmed whether or not the ECG alarms have been disabled. Testing performed by the customer biomed found that the alarms triggered as expected, during a simulation. The alarm logs for this event were also reviewed by a philips clinical specialist (cs), who found that there was a low spo2 alarm followed by a desat alarm around the reported time of the incident. As no issue was found with the monitor, no parts were ordered and no repair was warranted. The device remains at the customer site. No subsequent calls have been logged for this device/issue.

Event description:
The customer reported that the spo2 dropped (to 50%) and hr dropped (65-70 bpm), but the monitor never triggered a brady alarm; the monitor triggered a spo2 20 seconds later. The patient, an infant, was reported to not be injured, however, intervention with oxygen was necessary; therefore, this report will be considered a serious injury. There was no delay in treatment; therefore, use of the device did not impact this patient.